Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation. A review of documentation including the complaint history, device history record, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examination of the device could be completed. However, a document-based investigation evaluation was performed. It was concluded that the device aspect in question was visually and functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate this type of failure. A review of the device history record could not be conducted, as the lot information is unknown. Based on the information provided, no returned product returned and the results of our investigation, a definitive root cause could not be established. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: anesthesia tech. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the turbo-ject single lumen peripherally inserted central venous catheter was colocated correctly in the upper arm of the patient. Two days after insertion, the clamp of the PICC line broke the catheter. When the user realized that the catheter was broken, the catheter was then removed and a new one was inserted. In additional information provided on 23may2019, it was reported that the PICC line was broken because the clamp broke it. It was stated that, "the clamp was being used when the doctor saw that the PICC was broken." The patient did not experience any adverse effects due to this occurrence.